Event description:
The patient started her stimulation trial in 2009; it was expected to last 7 days. Three days later, the patient was found deceased in her home. The cause of death was unknown, but they think that it was due to her sleep apnea. The death was not thought to be related to the stimulation trial devices. Additional information has been requested, a follow-up report will be sent if additional information becomes available.